Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Only the connector portion of the lead was returned in one piece. Analysis revealed an external abrasion was found breaching the optim sheath and insulation exposing the right ventricle (rv) cables caused by friction to the device can [noted at 18.2 cm to 18.7 cm from the connector pin]. The etfe coating on the cables was found undamaged. Abrasion caused by clavicle crush was noted breaching the [re and rv cable lumens and the optim sheath at 32.2 cm to 32.6 cm from the connector pin] and [svc cable lumen and the optim sheath at 32.0 cm to 32.4 cm from the connector pin] exposing all of the cable lumens and cables. The etfe coating on all cables was found undamaged. *re (ring electrode), rv (right ventricular), etfe (ethylene tetrafluoroethylene), svc (superior vena cava).

Event description:
This report is to advise of an event observed during analysis.